Event description:
Customer reported system displaying ma high error code. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty wire harness. System operates as intended.